Event description:
Customer reported she is getting air bubbles in her infusion sets. She stated she has some infusion sets from last year that were recalled, but customer never got a letter. She has been experiencing high blood glucose the last four days. There were air bubbles in her infusion set last night and air bubbles in her reservoir today. Customer's blood glucose this morning was 371 mg/dl. Customer was advised the infusion sets were not recalled last year, but some reservoirs were recalled. Customer's products were not affected. Customer declined troubleshooting for air bubbles because she had done it yesterday. She was advised if there are air bubbles to prime them out. Replacement supplies were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)